Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, surgeon noticed scratch on iol where plunger pushes the iol. This was noticed when iol was implanted. The iol was in situ because scratch not in visual axis. Additional information has been requested.